Event description:
It was reported that subsequent to a coronary stenting treatment procedure, the pt2 moderate support guidewire perforated the right coronary artery during post dilation of the stent. A pericardial effusion was confirmed via echocardiography six hours later. The pt is considered cardiovasularly stable.